Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx. 1 month ago. Aneurysm and vessel morphology were not reported. It was reported that the bifurcated stent graft was implanted without complication. There was some resistance met while advancing the contralateral limb; however, it was successfully implanted at the intended location. A post operative angiogram showed an endoleak and the next day a CT scan was performed showing a persistent type 3 endoleak which was thought to be coming from the flow divider. The decision was made to reline with additional stent grafts and five days post implant additional ballooning as well as relining the ipsilateral limb was performed. An angiogram showed there was a proximal endoleak which required an aortic cuff stent graft. The final angiogram showed there was a persistent type 2 endoleak coming from the ima. No clinical sequelae were reported and no further intervention was performed. Please note that this model number af2616c155axh is not approved in the united states; however, it is similar to the af2616c155xh which is approved in the united states.

Manufacturer narrative:
(Required secondary intervention) - evaluation codes, results: type 2 endoleak; endoleak. Conclusion: type 2 endoleak.